Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g4; g6; h1; h2; h3; h6; h10. The reported event is confirmed through provided photos and review of medical records. Visual examination of the provided pictures identified a bearing, screws, glenopshere with taper attached, and baseplate with extractor all with debris. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: radiology report; acetabular component is displaced (subluxed) superiorly compared to the prior exam. Some periarticular spurring. Soft tissues unremarkable. H&p patient reports increased pain and decreased rom. X-rays showed sublux implant; revision op note, wvu medicine; glenoid exposure obtained, ¿the glenosphere was not in the base plate and was easily removed. It had become dislodged from the baseplate. Inspection of the baseplate showed there was significant damage and there was some metallosis around the joint.¿ baseplate and all screws removed with no bone loss. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): -110030776 (65569143). Associated product information: -115398 (66019913). -180552 (66352062). -180551 (66501621). -180551 (66495838). -180552 (65832948). -113636 (66002557). -110031399 (66421228). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was unavailable by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial reverse right total shoulder arthroplasty. Subsequently, the patient was revised approximately 1 year post-surgery due to pain, decreased range of motion, and subluxation of implants identified on xray. During the revision, the surgeon noted that the glenosphere had become dislodged from the baseplate with significant damage noted to the baseplate and metallosis around the joint. The humeral stem was well-fixed and left intact. All other components were replaced without complication. It was reported that no further information is available.